Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes and other organs'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs') in a 35-year-old female patient who had essure (batch no. C91762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation and pregnancy with contraceptive device outcome was unknown and the abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. The plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2021: the adverse event: migration of the essure device to the abdominal or pelvic cavity has been added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 35-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs') and perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs') in a 35-year-old female patient who had essure (batch no. C91762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, perforation and pregnancy with contraceptive device outcome was unknown and the abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 0. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. The plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: the essure lot number and a new reporter type (lawyers) were received. New adverse events received: chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs, allergic reactions, auto-immune reactions, headache, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression.the adverse event medical device removal was deleted and the medical device removal was added as non-drug treatment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus, fallopian tubes and other organs'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs') in a 35-year-old female patient who had essure (batch no. C91762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, perforation and pregnancy with contraceptive device outcome was unknown and the abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. The plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) year-old female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 months 29 days after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus, fallopian tubes and other organs/ fundal perforation"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes and other organs") and genital haemorrhage ("excessive bleeding") in a 35 year-old female patient who had essure inserted (lot no. C91762) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy (with essure)"). The patient had a medical history of , spontaneous abortion (- sa (8weeks) no d+c)), parity 2, parity 2 ((2010, 2012, svd)) and gravida ii. Previously administered products included: minovlar. Concurrent conditions were listed as vaginal bleeding, menorrhagia, heavy periods and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), perforation (seriousness criterion medically important), genital haemorrhage (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy (with essure)"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and total laparoscopic hysterectomy, : laparoscopic bilateral salpingectomy and total laparoscopic hysterectomy, essure removal and endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain, pelvic pain, back pain, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for uterine perforation, fallopian tube perforation, device dislocation, perforation and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. The plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. The tubal ostia were visualized and cannulated bilaterally with three coils trailing on both sides. Had a fundal perforation, which was confirmed and a hysteroscope. The procedure was thus, terminated at this point. The patient tolerated the procedure well and left the operating room in good condition with intravenous in place. She will be seen for follow-up essure confirmation in three months' after which we will complete her nova sure ablation if it is still required. The procedure was then repeated by on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: specimen: uterus, cervix and bilateral tubes gross description: on opening the uterus, the combined measurement of the endometrial and endocervical cavities is 6.1 x 2.3 cm. There is a metallic coil which is seen over the left comu, most likely previously extending to the left fallopian tube. One of the separate fallopian tubes measures 7.5 cm long x 0.4 cm in maximum width. There is a fimbria identified at one end. The other fallopian tube measures 5.8 x 0.3 cm. At one end, there is a metallic coil extending from the lumen. Final diagnoses: cervix: no diagnostic abnormality. Endometrium: tunica basalis only. Myometrium: no diagnostic abnormality. Bilateral fallopian tubes: no diagnostic abnormality [ultrasound scan] on (B)(6) 2015: findings: the left essure microinsert shows retrograde migration with just under 50% of the microinsert noted in the endometrial cavity, the rest of the device is situated within the interstitial portion of the fallopian tube and has a normal shape. The right essure microinsert is noted distal to the uterotubal junction by about 2 cm. The shape of the device is normal and no sonographic complication is seen. Impression: retrograde migration of the left essure microinsert, however, approximately 50% appears to be within the endometrial cavity. Distal placement of right essure microinsert which is approximately 2 cm away from the uterotubal junction and the shape is normal. Dr suspect thickening is normal, however, it may be worthwhile doing a hysterosalpingogram to confirm as it is placed slightly greater than 2 cm from the uterotubal junction. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant drugs, historical drugs, new reporter (lawyer) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.